Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Clinical details state that hemolysis occurred due to hypovolemia & improper position of the pump. Hemolysis was resolved with addition of volume and optimization of placement. Data logs were reviewed which showed multiple suction alarms were triggered and resolved corresponding with clinical narrative of hemolysis. There was no spiked motor current (mc) for entire case. The impella was returned for evaluation. Upon visual inspection, biomaterial was found inside the pump housing. No other issues were found on the rest of the pump. Most likely, the biomaterial was ingested into the pump housing during removal of the pump. The root cause of hemolysis was most likely due to pump was not in the proper position & the patient's hypovolemia. The instructions for use referenced in the initial report is from IFU for impella 5.5 with smartassist for use during cardiogenic shock in sections: : potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿; use of echocardiography for positioning of the impella catheter; hemolysis; and suction. Added- d9 device return date d4-updated model number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can catheter blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 63 year old female patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The patient developed hemolysis, identified by increased lactate dehydrogenase with coinciding hematuria. One unit of blood products was given, and impella device placement was optimized. The patient stabilized.